Event description:
During stereotactic breast biopsy the eviva handpiece did not allow saline to flow through tubing. Attempted to use another handpiece and the same result occurred. Manufacturer response for instrument, biopsy, eviva_0913-20 (per site reporter). Manufacturer is requesting return of the equipment. Hospital policy is to retain the equipment. I am confirming hospital policy at this time.